Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h6, h10. The device was not returned to maquet cardiac surgery for investigation, however a photographic was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the aortic cutter in the photograph. The delivery device was observed outside the loading device, with the white plunger depressed. The blue safety lock was not observed in the photograph. The seal and tension spring assembly was observed in the body of the loading device in photograph. Based on the non-return of the device as well as the photographic inspection, the reported failure "activation problem" was not confirmed, but the analyzed failure "premature activation" and "fitting problem" were observed. The lot # 3000260277 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) umbrella cannot be insert. The seal failed to unfold and deploy properly. The device was loaded completely according to the step 1,2,3,4. Then the doctor used another to complete the operation. There was no harms and side effects to the patient.